Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User opened the package and checked the device while found out the three-way valve deviated, and the syringe cannot tightened with three way valve. User tightened the syringe with valve but found out the three-way valve deviated, and the conjunction between syringe and valve cannot be locked, and the syringe can be always rotated. User detected the negative pressure is leaking during biopsy. (Cn 060193). This complaint is opened in relation to the proximal kink below the sheath extender observed in lab evaluation (cn 079211).

Event description:
A supplemental report is being submitted due to completion of the investigation on 18 jun 2025.

Manufacturer narrative:
Device evaluation: 1 unit of lot c2114946 of echo-1-22 was returned opened in its original packaging. This file is associated with the following complaints (B)(4). (B)(4) covers the use error for using the device after observing the damage. (B)(4) covers the syringe cannot installed with valve properly. The device related to this occurrence underwent a laboratory evaluation on 25 april 2024. On evaluation of the devices the following observations were made: visual inspection: syringe examined and no issue observed, distal end of needle examined and no issue observed, proximal kink below sheath extender observed, stylet examined and no issue observed. Functional inspection: sheath extender able to advance and retract without issue, needle able to advance and retract without issue, stylet removed from device without issue, stylet reinserted to device without issue, needle removed from the device and proximal kink observed below sheath extender. The device related to this occurrence underwent a laboratory re-evaluation on 18 dec 2024. On evaluation of the devices the following observations were made: visual inspection: thread of syringe damaged. Functional inspection: the three-way valve unable to tighten on the syringe. Thread of syringe damaged. Clarification was requested and reply was received as follows; proximal kink below sheath extender was observed during lab eval. Could you please confirm with the customer if this kink was observed before returning to cirl? Yes. Manufacturing records: prior to distribution, all echo-1-22 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-1-22 of lot number c2114946 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order (B)(4). A second complaint (B)(4) and third complaint (B)(4) is registered for the same device. Instructions for use and/label: the warnings section of the instructions for use, (ifu0101) which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause of the proximal needle kinks within the handle area may be attributed to device being used in a flexed or tortuous position during the procedure, as noted in the additional information. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: confirmed quantity of 1 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence investigation findings conclude that a possible root cause of the proximal needle kinks within the handle area may be attributed to device being used in a flexed or tortuous position during the procedure, as noted in the additional information. Complaint is confirmed based on visual and/or functional inspection.